Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging a bipap device's sound abatement foam became degraded and caused cancer. The patient did not report receiving any medical intervention. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection was performed by the manufacturer. The manufacturer found grey dust-like and indeterminate yellow contaminant on air outlet, yellowish hue discoloration inside face of air outlet, grey dust-like contamination on top enclosure in accessory module port, white dust-like contaminants on top of blower box and at rear panel o-ring. The manufacturer also found white and grey dust-like contaminants in bottom enclosure and on blower, white flake contaminants in bottom of blower box. The device's downloaded event log was reviewed by the manufacturer and found error code e-130. The manufacturer concludes evidence of sound abatement foam degradation. The manufacturer also confirmed the presence of white dust-like and white flakey contaminants within the blower box,other than the degraded sound foam, the additional airpath contaminants are likely of external origin and not consistent with originating from a device failure as no other indications of a device failure were observed. Section d9, g3, h6 has been updated / corrected.

Event description:
The manufacturer received information alleging a bipap device's sound abatement foam became degraded and caused cancer. The patient did not report receiving any medical intervention. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.